Manufacturer narrative:
(B)(4).

Event description:
It was reported that:" the balloon (not teleflex device) blocked into the long introducer, it was impossible to remove it. The staff had to remove both devices. Both devices have been kept, disassembly and decontamination are not possible because they would cause irreversible deterioration for both devices. Medical consequences: we had to remove all devices. The surgeon had to repeat the entire procedure (with a risk of no catheterizing the target artery). Waste time: 1h30. The surgeon said that this could have been very serious for the patient (rupture of the balloon).

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint that the catheter became stuck in the sheath is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for developing trends.

Event description:
It was reported that:" the balloon (not teleflex device) blocked into the long introducer, it was impossible to remove it. The staff had to remove both devices. Both devices have been kept, disassembly and decontamination are not possible because they would cause irreversible deterioration for both devices. Medical consequences: we had to remove all devices. The surgeon had to repeat the entire procedure (with a risk of no catheterizing the target artery). Waste time: 1h30. The surgeon said that this could have been very serious for the patient (rupture of the balloon).